Event description:
It was reported that high impedance (5483 ohms) was observed. Patient was referred for chest x-rays. The device was not disabled as device is programmed to only 0.25 ma and the current is still being delivered at that. Patient did think he thought the device feels different when he touches it, so incomplete pin insertion was suspected. X-ray was evaluated due to high impedance. The generator placement appeared to be normal in the left axillary chest area. Complete lead pin insertion into the connector block was confirmed with the images provided. The pulse generator feedthru wires appeared to be intact. No gross lead fracture or sharp angles were observed in the visible portion of the lead. A portion of the lead is behind the generator. Based on the images provided, no obvious source of high impedance was identified. No additional relevant information has been received.

Event description:
Nurse is continuing to ramp the device settings up and impedance is slowly reducing. A review of device history records for the generator and lead shows that no unresolved non-conformances were found. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician¿s manual, high lead impedance (>/=5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. Existing recommendations, as described in the physician¿s manual, should still be followed. Additional investigation is underway.